Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone breast augmentation revision with two 425cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii) and bilateral breast asymmetry, post-procedure. The left breast is characterized as hard and firm and both breast implants were reported to be sitting higher on the chest wall with some of the breast tissue has dropped. The complications were diagnosed via physical examination. As a result, the patient has been scheduled for bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis. Complication on the left breast/implant has been reported under mrn: 1645337-2021-08925.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone breast augmentation revision with two 425cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii) and bilateral breast asymmetry, post-procedure. The left breast is characterized as hard and firm and both breast implants were reported to be sitting higher on the chest wall with some of the breast tissue has dropped. The complications were diagnosed via physical examination. As a result, the patient has been scheduled for bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis. Complication on the left breast/implant has been reported under mrn: 1645337-2021-08925.

Manufacturer narrative:
On february 8, 2022, mentor received additional information that indicated that the patient also underwent implant exchange with mentor implants, creations of subglandular pockets for placement of implants, and bilateral vertical mastopexies. On february 17, 2022, mentor received information that the replacement devices were the following: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9614999 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9574060 sn: (B)(6). On february 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On february 23, 2022, a photo analysis of the suspect medical device was completed: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.